Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the tip cover accessory for failure analysis as it was discarded by the customer. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi did received the monopolar curved scissors instrument associated with this complaint and completed its investigation. Failure analysis was not able to confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The scissors opened and closed properly and passed the cut test without any issues. The instrument was tested for energy delivery on an in-house system. Energy was delivered without any issues and the electrical continuity test passed. The instrument was fully functional. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, electrical energy allegedly arced from the monopolar curved scissors instrument. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event. At this time, it is unknown what caused the alleged arcing event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was not working after many attempts. The customer used a new mcs instrument. There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following additional information regarding the reported event: the mcs instrument and the cannula were inspected prior to use. The mcs tip cover accessory was installed using the installation tool. The mcs instrument was in use for about 10 minutes when the arcing event was observed. When the arcing event occurred, the surgeon was using the cauterizing and cutting feature. The fenestrated bipolar was in close proximity to the mcs instrument when the event occurred. There was no reported instrument collision. The generator was set to coag 35 and cut 35. There was no reported patient injury and the patient has not experienced any post-surgical complications as a result of the arcing event. The customer confirmed that the tip cover accessory was disposed of after the case.